Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart and button error. The customer¿s blood glucose was 136 mg/dl at the time of incident. Customer stated that the insulin pump alarmed unexpected restart even after the battery has been changed. Customer also reported to have received a button error alarm prior to unexpected restart. Button error troubleshooting was performed and unable to confirm if the time is advancing due to battery has been removed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed the displacement test, unexpected restart error and self test. No unexpected restart error anomalies noted.